Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited adhesive around light guide lens was peeled and forceps elevator had a burn. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause for burn due to possible that a high-energy treatment device (such as laser or radiofrequency) was used without maintaining a sufficient distance from the tip and component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.